Manufacturer narrative:
Product complaint # (B)(4). Additional information h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4 lot. Additional information was requested, and the following was obtained: 1) batch l07lg7 is invalid for san lorenzo. Please kindly provide the lot number related to this event. --received information as following from sales rep via phone today. The lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. What was the intended use of the surgiflo? 7. Where was the surgicel used (on what tissue)? 8. Where was the surgiflo used (on what tissue)? 9. What method was used when applying the surgicel? 10. How much surgiflo was used during the procedure? 11. How much surgicel was used during the procedure? 12. Was the surgicel product left in place? 13. Was the surgiflo product left in place? Was the excess irrigated and removed? 14. What were current symptoms following the index surgical procedure? What was the onset date? 15. Where both product used in the same surgical site or different surgical sites? 16. What is physician¿s opinion as to the cause of this event? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative outcome? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel, surgiflo, and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar discectomy, decompression, bone grafting, fusion, internal fixation, nail track enhancement procedure on (B)(6) 2025 and absorbable hemostat was used. The patient underwent surgery, in which hemostatic gauze and hemostatic fluid gelatin were used. After the surgery, the patient's condition was stable and the patient was discharged. After discharge, there was a small amount of exudate from the wound at night, and the patient did not change the dressing in time. The next day, the patient was admitted to a community hospital for dressing change and symptomatic treatment with antibiotics. The exudate showed an increasing trend. On the 13th day after surgery, the patient came to the hospital for treatment, and a small break was seen in the wound. Symptomatic dressing changes and antibiotic treatment were given. The patient's wound healing was poor and the inflammatory index was high. After departmental discussion, the patient underwent another surgery postoperative wound infection debridement for lumbar spine surgery on (B)(6) 2025, the 26th day after surgery, and after surgery, the condition remained stable. Combination antibiotics for symptomatic treatment. Five days later, the drainage tube became blocked, and the patient developed fever. The drainage tube was removed, and pus accumulation was observed. During this period, bacterial culture indicated the presence of enterococcus faecalis. After departmental discussion, the lumbar debridement vsd negative pressure drainage surgery was performed again 9 days after the second surgery on (B)(6) 2025. The patient's condition remained stable after surgery, with normal body temperature and unobstructed drainage. Additional information was requested